Manufacturer narrative:
The company sales representative checked the iabp and observed water drops inside the pump. The sales representative advised the customer medical engineer (me) on how to clear the condensation from the iabp. The me relayed this info to the event reporter (physician). The physician accepted the company sales representative's advise however the physician also requested an eval of the iab in use at the time of the event. In the related iab complaint (B)(4) the company evaluated the returned iab and concluded that the reported event could not be confirmed by the iab eval. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated an "autofill failure" alarm. The pt was switched from the cs100 pump to a system 98 iabp and therapy was continued. An "autofill failure" alarm sounded again. Customer checked the connection of the tubing, restarted the pump, and therapy continued without any issue. No pt injury was reported.